Event description:
Patient presented to the physician with drainage and an infection at the ipg site. Culture was taken and returned positive for staph. Physician prescribed antibiotics. Physician brought the patient into the or 5 days later, antibiotics were used during the procedure, and physician removed the entire inspire system. Physician had the patient resume IV antibiotics once the procedure was completed.